Manufacturer narrative:
The investigation for low pump flow has been completed. The impella device was not returned for evaluation. Data log reviewed: too many unresolved suction alarms occurred. The cause of the low pump flow most likely was patient condition and negative left ventricle (lv) diastolic consistently around -100.

Event description:
The complainant reported the patient was on impella 5.5 support and the pump had low pump flows. There were negative left ventricle diastolic consistently around -100, flows lower than expected, especially diastolic flows. An echocardiogram showed adequate positioning and the pump was explanted the following day. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.